Event description:
Hospital advised that a 500ml bag of dextrose saline was hung. The rate was set at 100ml/hr with a vtbi of 490mls. After one hour the pump alarmed, and the nurse observed the volume infused was complete and the bag was empty.